Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot but perpetually rebooting. Open receiver, detached ui pcba, and retrieve the receiver download: the review log passed. The complaint could not be confirmed because the receiver passed all testing. The reported event of initializing screen without manual restart was not confirmed during log review. A root cause could not be determined.